Event description:
Product analysis on the generator was completed in which no anomalies were found. The date in which high impedance was first recorded has been updated. No other relevant information has been received to date.

Manufacturer narrative:
B1. Corrected serious injury, supplemental #1 report: inadvertently left serious injury unselected b2. Corrected outcomes, supplemental #1 report: inadvertently left "other serious" unselected. B5. Corrected event description, supplemental #1 report: inadvertently left out information about increased seizures. F10. Corrected health effect - clinical code, supplemental #1 report: inadvertently left out e0101 coding. F10. Corrected health effect - impact code, supplemental #1 report: inadvertently left out f1001 and f07 coding. G2. Corrected report source, supplemental #1 report: inadvertently did not select health professional.

Event description:
The explanted lead was returned to the manufacturer for product analysis. Analysis has not been completed to date. The patient's physician also reported that the patient has experienced increased seizures that are above pre-vns baseline levels, and related to their high impedance.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has not been feeling their expected sensations when their magnet is swiped. Specifically, he has not felt the usual tingling or the cessation of stimulation when the magnet is applied. It was noted that there were no acute events or movements that would likely have caused the malfunction. High impedance was seen upon interrogation. An ap and lateral chest x-ray was reviewed by the manufacturer. Due to the quality and scope of the image, it could not be determined if the connector pins were fully inserted or if the feedthrough wires were intact. Due to the quality and scope of the image provided, the totality of the lead could not be assessed. The lead was routed behind the generator, and no fractures could be seen on the visible portion of the lead. However, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. Based on these images, the root cause of the high impedance could not be determined. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient later went in for surgery. In pre-op, interrogation showed high impedance >9,000 ohms. Patient reported the system had not been working for approximately six months. The generator was explanted, and the lead pin was observed to be fully inserted. A new generator was connected to the lead, and impedance was high again (>9,000 ohms). The surgeon dissected the lead inside the chest pocket from the encapsulation and discovered a hard kink in the lead. At the kink, a significant break was seen in the insulation coding. A full revision was performed, and impedance was wnl with the new devices (1104 ohms). The explanted lead will be returned, but has not been received to date.

Event description:
Product analysis of the suspect product was completed. The reported fractured lead was not confirmed in the pa lab. It worth noting that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.